Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Attachment medwatch report# 0300610000-2023-8006.

Event description:
User facility medwatch report received that states: during angiogram, the angioplasty balloon with a nominal inflation rating of 8 atm and a maximum rating of 24 atm burst at 20 atm. Balloon removed intact. No harm to the patient. Additional information received: it was reported that the procedure was to treat an 80% stenosed lesion in the right common iliac artery with calcification. The 4.00x20mm armada balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated to 20 atmospheres (atm) for 30 seconds; however, the balloon ruptured during the first inflation. Therefore, the bdc was removed from the patient. There was not adverse patient effect and no clinically significant delay reported in the procedure. Prior to use, the armada bdc was prepped (air aspiration) outside the anatomy without issue. No additional information was provided.